Event description:
It was reported that the cassette information on the infusion pump was blocked, displaying code 45520. There was no patient involvement or harm as result of this event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through testing. The root cause was a faulty keypad. The keypad was replaced.

Manufacturer narrative:
G3 - date received by mfg: correction. D3 - mfg establishment name: updated.